Manufacturer narrative:
(B)(4). Date sent: 6/26/2026. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: which lobe/segment of the liver was the piece left in? What was the tumor location? What was the insert approach? Was it intercoastal or abdominal? Was there any resistance experienced during insertion? When was breakage identified? Were there any error messages prior to the breakage discovery? Was there any change to the post-ablation care? If yes specify are there any plans to retrieve the broken probe tip? What is the patient¿s current status? Is the probe available for return and analysis? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a microwave ablation liver procedure, the surgeon used the probes and the tip broke off inside the patient's liver. The broken piece was located within the liver parenchyma under the capsule and could not be retrieved. The patient is reported to be stable with no adverse outcome.